Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that the patient was inserted an icy catheter (lot 74559) without issue and received ivtm therapy at 9pm on (B)(6). Forty minutes later, ivtm therapy achieved target temperature 33 degree and remained it for 48 hours. On (B)(6), the nurse observed a leak between the catheter and suk. The doctor reviewed the issue and confirmed leaking catheter. The leaking catheter was replaced to continue the treatment. Per reporter, no issues were noticed with suk and the suk was disposed after the treatment. There was no report of patient consequence as a result of the issue.

Manufacturer narrative:
The reported catheter leak was confirmed. The catheter's shaft was found kinked between the proximal and medial balloons due to placement in the bottle. The distal tip of catheter was bent. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. A bond leak was observed at the manifold to shaft. All lumens flushed as intended. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.